Event description:
Customer reported that when the ac cord was removed, the device does not operate on internal battery. When the ventilator is restarted, the device operates using internal battery. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.